Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm morphology is unknown and the pt's iliac arteries were reported to be moderately tortuous. It was also noted that the pt had extreme bilateral calcification in the external iliac arteries. It was reported that during the pt's one-month follow-up eval a small type ii endoleak was detected, without any aneurysmal growth. The stent graft was widely patent, with no kinks or areas of occlusion. The pt later presented with an outflow occlusion of the right external iliac artery due to calcification. It was reported that thrombectomy was not performed due to a concern that the procedure might dislodge the stent graft. It was reported that in 2003 a femoral-femoral bypass was successfully performed to treat the occlusion. The pt was reported to have suffered a massive myocardial infarction 2 days later and expired. The cause of death is reported to have been due to a complication from the femoral-femoral bypass.